Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display unit was replaced to resolve the reported issue. Unique device identifier - (B)(4).

Event description:
The hospital reported that after power up, the system displayed "system function failure" after self check was completed. There was no report of patient involvement.